Event description:
Shortly after insertion of one (1) specialized pediatric tracheostomy tube pt experienced discomfort and irritation. Pt continued usage until minor bleeding was detected. Two days after insertion the device was removed and upon visual inspection it was noted that the distal end of the cannula was misshappen. A second device was placed with no reported problems or compromise to the pt. The device was returned 1/3/97 to the MFR for decontamination, analysis and investigation.